Event description:
The patient was wearing her pod when she sought medical attention on (B)(6) 2025, due to a pod not delivering insulin properly, causing a lump under the skin that became red and irritated. The visit lasted 20 minutes, and she was discharged the same day. Symptoms included a growing, itchy, red lump. The diagnosis was a potential infection at the pod site, and treatment involved antibiotics (doxycycline hyclate 100 mg). The customer reported high blood glucose levels (375 mg/dl and 267 mg/dl) and no alerts on the omnipod 5 app. The pod site was prepared with alcohol wipes, and the pod was removed by peeling the adhesive.

Manufacturer narrative:
Locked down smartphone: lockdown omnipod software app version: 3.1.1. Smartphone operating system: n5004l-am-q-mv01602-06-01.06. Smartphone hardware: n5004l. Cgm sensor type: g7. The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.